Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Detailed product information was not provided to bsc because it was not available from the healthcare facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a pericardial effusion occurred. A pulse field ablation procedure was performed using a rosen starter guidewire and farawave catheter. Prior to the commencement of the procedure a small baseline effusion was noted. The transeptal puncture was successfully completed and ablation via the farawave catheter was initiated on the left inferior pulmonary vein. The patient experienced a vagal response after the first application of ablation and recovered with right ventricular pacing and administration of glycopyrrolate and phenylephrine. The left inferior, left superior, and right superior pulmonary veins were ablated. The pericardium was evaluated and the small baseline effusion remained unaltered. Difficulty was encountered cannulating to the right inferior pulmonary vein with the wire due to the small size of the left atrium. Once the catheter was in place one application of ablation was delivered to the right inferior pulmonary vein and the farawave catheter slipped out of the left atrium into the superior vena cava of the right atrium. A pericardial effusion was observed behind the left atrium. A pericardiocentesis was performed, fluid was removed from the pericardium, and a pericardial drain was placed. The patient was stable and hospitalized beyond the standard of care.